Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the universal driver was deformed, so the headless pin could not be used properly so the surgeon used substitute and the procedure was completed.